Event description:
It was reported the needle mechanism failed to deploy. The pod was worn for less than 1 hour and no adverse patient impact was reported. Pod was replaced.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The pod was received not deployed. The data showed that the pod ran for 62 pulses and was deactivated one pulse after the end of second prime. The data shows that during first prime; timeouts occurred in tandem with a failure of the rotational sensor to transition, indicating that a complete drive stall occurred. The high pulse width drive stall during priming resulted in the pod failing to deliver enough pulses to align the firing flat and release bar and allow the needle mechanism to deploy as intended during second prime. The timeouts and drive stall were not replicated during pod rerun. No damages or deficiencies were observed that would contribute to a drive stall. The exact cause of the drive stall could not be determined.